Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the following parts had a scratch: universal cord, grip, scope cover, switch box, switch 2 and 3, forceps elevator, lock engagement lever, forceps elevator knob, upward/downward and left/right angulation control knobs, control unit, suction connector, and the scope connector cover unit. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The paint on the suction cylinder was peeled. The suction cylinder was shaved. The paint on the air/water cylinder was peeled. The control unit had discoloration. The adhesive on the bending section cover had a crack. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope nozzle was clogged with dirt. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.